Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer inspected device and all it`s functions, mechanisms, lenses and mirrors (external to the beam path). No defects or particles found in the lenses that could cause failure in the laser application. Calibration of functions and parameters and energy calibration table performed. Simulation of surgery on poly methyl methacrylate disk. Equipment fully within the manufacturer's specifications and ready for use. Service installation record signed and confirmed device conformity to specifications. Logfile review for the day of treatment shows all system functions were within specifications for the respective treatment. The logfile shows that the reported treatment on the left eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause could not be identified conclusively. No technical root cause could be identified, device met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that irregular ablation resulted in patient harm on the patient's left eye, during photo refractive keratectomy surgery. After half of the treatment was applied, the surgeon noticed a small area that was not being properly ablated, despite the de-epithelialization being completed with a regular surface using a brush and spatula before the laser was activated. At the end of the procedure, the surgeon observed that the affected tissue had adhered to the stromal bed and could not be removed with a spatula or sponge. It required another application of the brush to attempt to regularize the area, which is near the patient's visual axis. The current condition of the patient is unknown.